Event description:
The patient presented with a ruptured aneurysm in the right anterior communicating artery. Resistance was encountered during the implantation of the two coils placed. The patient was discharged three days post procedure. During a routine follow-up telephone call thirty six days post procedure, it was reported that the patient had died eleven days post procedure. The stated cause of death was damage relating to the pre-procedure hemorrhage.

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event. The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted, so is not available for evaluation. Additional information was received from the user facility stating that the device was prepared in accordance with the directions for use (dfu). The microcatheter used with the device was not a boston scientific device as recommended in the dfu. This was the most likely cause of the resistance encountered during the procedure, as the compatibility of the device with no-boston scientific microcatheters has not been verified. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the reported patient outcome of death is noted as an anticipated procedural complication associated with such procedures. Therefore, it was determined that the most probable cause of the reported patient outcome of death was an anticipated procedural complication.